Event description:
It was reported that the external pulse generator was missing the battery drawer end cap. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the battery drawer end cap was missing. Analysis also found that the upper case, the lead flex cover and the ring cover were broken, the lower case, battery release, heart block, heart wire contacts, battery flex and the heart lead flex were contaminated, the ring was bent and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the battery drawer end cap was missing. Analysis also found that the upper case, the lead flex cover and the ring cover were broken, the lower case, battery release, heart block, heart wire contacts, battery flex and the heart lead flex were contaminated, the ring was bent and the battery contacts were compressed.